Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states: "intraoperative or postoperative bone fracture and/or postoperative pain".

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-00929.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date in 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain.